Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use the tracheostomy tube's cuff was leaking. The tracheostomy tube was removed and replaced. There was no report of patient harm.

Manufacturer narrative:
(B)(4). One sample of a size 8 percutaneous tracheostomy tube lot number 14g0526jzx was returned for investigation. An inflation deflation test was performed and found the cuff deflated immediately. A visual inspection performed found a small tear in the cuff. The manufacturing guidelines and controls were reviewed and found acceptable and effective to detect the reported event. A cut of this magnitude at the time of manufacturing would have been detected during the inflate/deflate testing and removed from the lot. The cut condition found in the received sample is not related to the manufacturing process.